Event description:
The device and lead were explanted due to infection upon inquiry to dr's office, the following physician. It was returned without an oos and the actual date of explant could not be determined. Also removed was a: selox 53, 1028232-2007-00359.